Event description:
It was reported that an expired screw had been used during the gamma nail case on (B)(6) 2023 . The implant is a 5x50mm locking screw ref 1896-5050s lot: k0bf71a with an expiry date of 31/03/2023. During the surgery the sales rep did not attend the case because of covid and the case went on its own. The implant was opened by the nurse on duty that day.

Manufacturer narrative:
The reported event could be confirmed, since as per the device label information, it expired on 31st march 2023 while the surgery happened after the expiry date. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Information regarding the device, including its expiration date is clearly available on its packaging. Therefore, it is the responsibility of the operating surgeon and the staff to check that before the surgery. In case of the expiration of shelf-life stryker cannot guarantee the performance and safety for use. Re-sterilization is only possible for those devices where stryker explicitly describes a re-sterilization process it in the IFU. The risk of infection will increase with the time passed after the expiry date which is printed on the packaging. Also a local nc at distribution site was opened for this event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that an expired screw had been used during the gamma nail case on 19 april 2023 . The implant is a 5x50mm locking screw ref 1896-5050s lot: k0bf71a with an expiry date of 31/03/2023. During the surgery the sales rep did not attend the case because of covid and the case went on its own. The implant was opened by the nurse on duty that day.